Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge with a filled syringe. The air occupying the space in the cartridge could be misread as units of insulin in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer was removing the air from the cartridge with an empty syringe. Tandem customer technical support informed customer that is off-label per the user guide. The customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.